Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a neurostimulator has been feeling a burning sensation at their implant site location and also feels like the implant is poking out. The patient denies any falls, hitting, or bumping their implant recently. The last time the patient made any adjustments to their stimulation was about two months ago. The patient care team assisted the patient in turning off their stimulation with their remote, and once the stimulation was off, the patient reported that the burning sensation had stopped. The patient care team suggested that the patient leave their stimulation off until they can speak with their representative and schedule a follow-up appointment with their implanting physician. The representative spoke with the patient, and they were prescribed pain medication and will be getting x-rays and scheduling another appointment with their physician.

Event description:
It was reported that a patient contacted the patient care team and advised that they have been feeling a burning sensation at their implant site location and also feels like the implant is poking out, since (B)(6) 2025. The patient denies any falls, hitting, or bumping their implant recently. The last time the patient made any adjustments to their stimulation was about two months ago. The patient care team assisted the patient in turning off their stimulation with their remote, and once the stimulation was off, the patient reported that the burning sensation had stopped. The patient care team suggested that the patient leave their stimulation off until they can speak with their representative and schedule a follow-up appointment with their implanting physician. The patient care team forwarded information to the patient's representative to follow up with the patient. The representative spoke with the patient, and they were prescribed pain medication and will be getting x-rays and scheduling another appointment with their physician.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of burning sensation, discomfort, undesired sensations, and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.